Event description:
It was reported that the physician was utilizing a coblator ii surgery system and had a series of post-operative pt re-bleeds. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but were not received.